Event description:
This spontaneous report was received on (B)(6) 2013, from a parent reporting for kids (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning, (route: dental, lot number 04611sg m3 frequency and expiration date unspecified). After an unspecified duration, the consumer stated that the toothbrush snapped in half with use, it was green with white rubber. The consumer also stated that the toothbrush was flexible and completely broke. The consumer purchased about five and returned three broken toothbrushes. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. A review of the trending data by product revealed no adverse trends. An increase was noted which can be attributed to an increase in shipment quantity. There were no related manufacturing or facility issues found. No changes were made to the design, formula, packaging or labeling. Retain sample was evaluated and met specification. The device history review and visual retain evaluation for lot 04611sg m3 was acceptable. No adverse trends have been noted with the product or lot. One toothbrush with lot 04611sg m3 was received. Although the returned sample was broken, the manufacturer states that the defect was not due to a manufacturing occurrence. The break occurred due to high compression forces at the thinnest point on the handle. It was verified that during the validation of this product the toothbrush was subjected to overbend testing and no toothbrushes broke. As it was confirmed that the returned toothbrush was manufactured according to specification therefore the disposition of this complaint was undetermined. Monitoring of complaints would continue. This report was remains a reportable malfunction case in the united states.

Manufacturer narrative:
This report is for the third toothbrush of the three toothbrushes. This report has MFR # 2214133-2013-00022 and the other two reports will have MFR # 2214133-2013-00012 and 2214133-2013-00014 respectively. (B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a parent reporting for kids (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning, (route: dental, lot number 04611sg m3 frequency and expiration date unspecified). After an unspecified duration, the consumer stated that the toothbrush snapped in half with use, it was green with white rubber. The consumer also stated that the toothbrush was flexible and completely broke. The consumer purchased about five and returned three broken toothbrushes. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This report is for the third toothbrush of the three toothbrushes. This report has MFR # 2214133-2013-00022 and the other two reports will have MFR # 2214133-2013-00012 and 2214133-2013-00014 respectively. (B)(4). This closes out this report unless other additional significant information is received.